Event description:
(B)(4). Pain running down right leg, teeth pain so severe that I couldn't chew food, fibromyalgia, difficulty standing and walking, svt episodes, anal fistula, anal fissure, excess weight gain, fatigue, hashimotos, severe hypothyroidism, bloating/abdominal pain, ibs, acid reflux, chills, hot flashes, ear pain, sore throat, sinus infections/surgery, fever, pre diabetes, mental fog, dehydration, neuropathy , insomnia.